Manufacturer narrative:
A ge representative evaluated the system and inspected the x-ray tube high voltage connections. Discovered evidence of high voltage arcing on anode connector. Cleaned and sealed both connectors and tube wells. Unit now passes high voltage arc tests without malfunction. System operates as intended.

Event description:
The customer reports that the system made a popping noise from the x-ray tube end of c-arm and shut down. No pt injury was reported.